Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Since the screw broke and cannot perform its intended function, it is not considered to have been implanted. The subject device fragment is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 the 1.3mm lag screw broke at the head after too much torque was applied during insertion during a revision osteotomy of the right fifth finger proximal phalanx. The fragment was retained in the patient's bone. The surgeon opted not to retrieve the fragment and used another 1.3mm lag screw to close the gap successfully. The surgery was delayed five minutes due to the reported event. The procedure was successful and the patient outcome was good. The patient had sustained a right hand injury on an unknown date reported as a few months previous to the date of this report. The patient underwent an osteotomy of the right fifth small finger; however, the procedure results were unsuccessful resulting in the need for the (B)(6) 2015 revision surgery. This report is 1 of 1 for (B)(4).